Manufacturer narrative:
The field service engineer (fse) found tubing leaking at pinch valve vl117 which closes the slidemaker's aspiration line. The fse replaced the tubing. The root cause was attributed to a leak at pinch valve vl117. (B)(4).

Event description:
A customer reported a bloody fluid in the left diluter of coulter lh 750 hematology analyzer. The leak was about 15ml. The customer was wearing ppe. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but it is readily available. There is an exposure control plan at the facility. There was no death, injury or change to patient treatment attributed or connected to this complaint.